Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient stated that an ambulance was called and he was taken to the hospital. It was unknown who called the ambulance. Patient stated they did not know they were experiencing a low due to the cgm inaccuracies. Patient was treated for low blood sugar and sent home from the hospital. Additionally, patient reported that the cgm displayed a blood glucose (bg) value of 400mg/dl and bg meter displayed 149mg/dl. At the time of contact, the patient was in good condition. No additional event or patient information was provided. Data was reviewed on 04/25/2016. The reported event of cgm inaccuracies was confirmed. A root cause could not be determined.